Manufacturer narrative:
Investigation: customer returned (8) 2/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 8316886. Customer states that the needle hub was detached with the shield. All returned syringes were tested and the hub-needle assembly separated from the barrel of 2 syringes when attempting to remove the shield. No defects were observed on any of the remaining syringes. A review of the device history record was completed for batch #8316886. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. L2l dispatch #(B)(4) was created on 06jan2019 for raised shield/incomplete shield assembly issues. Root cause: the needle assembly press station was out of adjustment. CAPA#1122103 was initiated.

Event description:
It was reported that bd ultra-fine¿ insulin syringe needle hub detached. This occurred on 8 occasions before use. The following information was provided by the initial reporter: the needle hub was detached with the shield.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe needle hub detached. This occurred on 8 occasions before use. The following information was provided by the initial reporter: the needle hub was detached with the shield.